Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated to the abdomen. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.